Manufacturer narrative:
Updated fields: lot #, serial #, exp. Date, manufacture date device evaluation: the iab was returned with the membrane completely unfolded with blood on the interior and exterior of the catheter. The extender and pressure tubing were also returned. The female leur on the y-fitting was found slightly twisted . The investigator attempted to remove the pressure tubing and the leur became broken. The pressure tubing was unable to be removed. Additionally visual examination of the product detected the inner lumen within the catheter tubing was completely separated within a kink near the y-fitting approximately 76.7cm from iab tip. The inner lumen was found occluded with dried blood. The occlusion was unable to be cleared. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal, extender and pressure tubing was performed and no other leaks were detected. The evaluation determined an inner lumen break within a catheter kink causing the reported problems. It is difficult to determine when or how this occurred. The insertion was reported to be axillary, which is not the method described in the device instructions for use. This may have contributed to the iab failure. The evaluation confirmed the reported problems. A lot of history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(4).

Event description:
N/a

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid. Complaint record ID (B)(4).

Event description:
N/a

Manufacturer narrative:
Complete initial reporter name: stephanie wild powell, bsc, rrt, rrt-accs, clinical quality & patient safety coordinator/ respiratory care department serial #: (B)(6). The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint record ID # (B)(4).

Event description:
It was reported that after 33 days, 13 hours, 58 minutes of intra-aortic balloon (iab) therapy, an iab rupture occurred. The insertion was reported to be axillary, which is not the method described in the device instructions for use. The patient had a barostim device that caused a lot of EKG artifact and interference early on. The barostim device was deactivated on (B)(6) 2024. The iab had two incidences of migration and was repositioned 1-2cm. Iab volume was deflated to 35ml on (B)(6) 2024 and later re-inflated back to 40mls. The pump was exchanged on (B)(6) 2024 due to poor augmentation. The volume later was deflated from 40 to 35ml then on (B)(6) 2024 down to 30mls. On (B)(6) 2024 EKG alarmed, which led to the pump stopping and the rn noted blood in helium line. The pump was placed on standby, line clamped, and the physician removed the iab. It was noted that the patient was ambulating on/off over the duration of the iab being in place (ambulation was held during catheter migration until repositioning occurred). A new iab was inserted to continue therapy. There was no patient harm or adverse event reported.